Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "failure occurred at 11.26 psi" was confirmed through downstream occlusion (dso) test. The probable cause was a faulty dso sensor and was therefore replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: the year of the event was reported as 2025 but the exact day/month were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failure that occurred at 11.26 psi. There was no patient involvement.